Event description:
A report was received that the patient was experiencing uncontrollable muscle spasms since her reprogramming. It was also mentioned that the patient had inadequate stimulation. The patient was brought to emergency room and was prescribed with pain medication and muscle relaxer.